Event description:
A peritoneal dialysis has reported that dialysis solution was leaking out of the cassette and into the cycler. Effluent was clear. Pt had no ill effect and required no medical intervention. Pt completed treatment manually. Cassette was discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.